Manufacturer narrative:
Manufacturing review: the device lot number was not provided; therefore, the device history records were not reviewed. Visual inspection and functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was not returned. Images and medical records were not provided. There was no specific deficiency alleged. The investigation was inconclusive for pe after filter implantation. Based upon the available information, the definitive root cause for this event was unknown. Labeling review: the current IFU (instructions for use) states: potential complications: acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after approximately two months post deployment of a vena cava filter, an alleged pe event occurred. It was further reported that the patient expired. No other pertinent patient or medical information regarding this event was received.

Manufacturer narrative:
No device, no medical records, or no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after approximately two months post deployment of a vena cava filter, an alleged pe event occurred. It was further reported that the patient expired. No other pertinent patient or medical information regarding this event was received.